Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer received with multiple insulin pump error alarm. The blood glucose was 280.8 mg/dl at the time of the incident. Customer was able to rewind the pump. Customer did self-test before calling and it did pass. Insulin pump error did clear active insulin. Customer was running a bit high today but corrected with pump. The insulin pump will not be replaced for analysis.